Event description:
Distributor received information that a patient with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure to evaluate the system and noted that this lead was a frosty white milky color on the first six to seven centimeters from the header of aicd. The physician elected to replace the lead.implant date 12/7/92. Explant date 9/9/93. Total implant time 9 months.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.